Event description:
Information was received by the distributor regarding a trial patient with an external neurostimulator (ens). It was reported that when positioning the electrode during the surgical procedure and measuring the impedances, electrode poles 0 to 7 showed altered impedance. They presented a connectivity error. Electrodes 6 and 7 impedances were 40 ,000 ohms. Electrodes 12 and 10 were red. The lead was replaced immediately to continue the procedure. Issue was not resolved. Additional information was received reporting that the ens will not be returned as it worked perfectly with the new electrode.

Manufacturer narrative:
Continuation of d10: product ID 977c165. Serial#(B)(6): product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 01-sep-2029, UDI#: (B)(4). H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.